Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient received an inappropriate shock, as the right ventricular (rv) lead oversensed the patient's atrial fibrillation (afib). Afterwards, the physician increased the sensitivity on the rv lead. Boston scientific technical services (ts) discussed that the rv lead also exhibited low amplitude, high thresholds, and low pacing impedances. Ts recommended performing a chest x-ray to confirm the position of the rv lead. A chest x-ray was performed and the rv lead had dislodged. Subsequently, a revision procedure was performed, and the rv lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.